Event description:
It was reported that the customer passed away. The customer's spouse stated that it's unknown what caused the patient's death, because the customer did not have many health problems. It was informed that it is unknown if the customer was wearing the pump when customer died. The contact believes that the pump may have been removed in the hospital. The customer's doctor was contacted and could not release any info without a written consent from the patient's family.